Manufacturer narrative:
Continuation of d11: product ID: 977a290, serial# (B)(6), product type: lead; product ID: neu_stylet_acc, lot# unknown, product type: accessory. H3: analysis of the lead ((B)(6)) found that there were no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a290 lot# serial# (B)(4). Product type lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 15-aug-2023, UDI#: (B)(4). Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was ¿difficult to be inserted¿ and was ¿greatly bent¿ during the epidural insertion into the patient¿s body. Impedance testing performed multiple times afterward found the ¿value was not stable¿ and ¿there was also a display of 40000 ohms or more.¿ the impedances were checked four to five times, ¿but no stable value was obtained.¿ it was ¿thought that the force was applied during the lead manipulation¿ and that this may have led or contributed to the issue. The lead was reinserted and moisture was wiped off in an effort to troubleshoot the issue, but the condition did not change. The possibility of product anomaly was considered. As such, the lead was removed and replaced as a result of the event and the issue was resolved. There were no abnormal impedances measured with the wireless external neurostimulator (wens) when tested with the replacement lead; the replacement lead was used normally for one week during the trial. There were no complications reported or anticipated.